Manufacturer narrative:
(B)(4). According to the complainant, the suspected device remains implanted and will not be returned. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex fully covered esophageal stent was implanted to treat a stricture in the esophagus during a stent placement procedure performed on an unknown date. According to the complainant, post stent placement, the patient experienced discomfort. On (B)(6) 2018, during an esophagogastroduodenoscopy with stent removal procedure, the physician attempted to remove the stent using a rat tooth forceps however the retrieval suture broke during an attempted stent removal. The stent remains implanted and the procedure was not completed. Reportedly, the patient was referred to another facility.